Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the dermatome device engine does not operate. No info was provided for event circumstance or pt impact.

Manufacturer narrative:
Integra has completed their internal investigation on 09/08/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: during investigation it was observed: serial number (B)(4). There are cold ironings at the end cap assy machined (micro switch). Device history record reviewed for this product ID serial# (B)(4) manufactured on july 20, 2007 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and related to "issues with power " for this product ID shows that (B)(4) complaints were received including this case. CAPA not required at this time as there is no trend based on analysis of returned units. The largest category (corrosion) is typically related to end users cleaning process including submersion. Conclusion: motor could not start due to cold ironing at the end cap assy machined (micro switch). The root cause could not be determined.

Manufacturer narrative:
Additional information received on august 14th 2015 : the event occurred in the hospital. There was no patient injury. The procedure was completed by performing the graft with a second dermatome. There was a slight time delay, this had no impact on the patient. The graft was procured from the anterior, right leg.